Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: component codes- updated. H6: evaluation result codes- updated. Device technical analysis upon device return and inspection, it was observed that one of the splines separated from the distal tip of the catheter. A guidewire was successfully inserted through the catheter during functional testing, and deployment was tested multiple times with the catheter deploying to both the basket and flower configurations without resistance when moving the slider. However, due to the detached spline, the catheter did not function as intended despite the absence of resistance felt during catheter deployment as the spline separate compromised the prescribed shape of the device. Microscopic analysis showed a clear separation of the catheter spline from the spline cage and stretched material visible at the sites of separation on both the spline cage and the catheter spline. The separated spline appears to show necking and plastic deformation, consistent with overload fracture. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review a risk review performed for the farawave device confirmed that the event of spline damage is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. Analysis confirmed the presence of a spline separated from the distal tip of the spline cage while still attached at the proximal end of the spline cage of the catheter. No problem detected was assigned for the difficult to deploy allegation as with a guidewire inserted, the catheter was successfully deployed to basket and flower configurations with no resistance noted.

Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation, a farawave nav catheter was selected for use. No visible damage observed during preparation. The catheter was advanced through the faradrive sheath into right atrium and used to deliver pulsed field ablation (pfa) therapy to the superior vein cava and then collect right atrial anatomy. While deploying the catheter to flower configuration, the physician stated the device did not deploy correctly. The physician then undeployed and retracted the catheter from the body. Upon examination, one of the device splines detached from its distal connection point at the tip of the device. The catheter was replaced, and the procedure was completed without patient complications.

Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation, a farawave nav catheter was selected for use. No visible damage observed during preparation. The catheter was advanced through the faradrive sheath into right atrium and used to deliver pulsed field ablation (pfa) therapy to the superior vein cava and then collect right atrial anatomy. While deploying the catheter to flower configuration, the physician stated the device did not deploy correctly. The physician then undeployed and retracted the catheter from the body. Upon examination, one of the device splines detached from its distal connection point at the tip of the device. The catheter was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis upon device return and inspection, it was observed that one of the splines separated from the distal tip of the catheter. A guidewire was successfully inserted through the catheter during functional testing, and deployment was tested multiple times with the catheter deploying to both the basket and flower configurations without resistance when moving the slider. However, due to the detached spline, the catheter did not function as intended despite the absence of resistance felt during catheter deployment as the spline separate compromised the prescribed shape of the device. Microscopic analysis showed a clear separation of the catheter spline from the spline cage and stretched material visible at the sites of separation on both the spline cage and the catheter spline. The separated spline appears to show necking and plastic deformation, consistent with overload fracture. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of detached spline is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. Analysis confirmed the presence of a spline separated from the distal tip of the spline cage while still attached at the proximal end of the spline cage of the catheter. No problem detected was assigned for the difficult to deploy allegation as with a guidewire inserted, the catheter was successfully deployed to basket and flower configurations with no resistance noted.